Event description:
It was reported that an infection occurred and there was vegetative growth on the lead and heart valve. The implantable cardioverter defibrillator (ICD) system was explanted. Additional information obtained reported that the patient, who had multiple medical issues, developed bacteremia, septicemia and mitral and tricuspid valve endocarditis. The organism was identified as viridian streptococci. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419478 lead, implanted: (B)(6) 2007. (B)(4).